Manufacturer narrative:
Per the clinic, the abutment was replaced under a general anaesthetic on (B)(6) 2020. This report is submitted on november 6, 2020.

Event description:
Per the clinic, the abutment was replaced under a general anaesthetic on (B)(6) 2020.

Event description:
Per the clinic, the patient experienced an infection and skin irritation at the abutment site. Additional information has been requested but has not been made available as of the date of this report.